Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced pain at anchor site which is part of the penta lead box. Surgical intervention was undertaken wherein the anchor site was revised to address the issue.

Manufacturer narrative:
Corrected data. D6a - date of implant.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to address pain at the anchor site, the ipg was placed in surgery mode. All the lead impedances were within normal limits. No part of the system was disconnected. However, after surgery contact 16 showed high impedance. Despite the high impedance, the patient was programmed successfully. No intervention was planned to address the high impedance. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.